Event description:
It was reported that the patient had failure to thrive in the setting of right ventricular failure leading to multisystem organ failure. The patient requested for the left ventricular assist device to be withdrawn. The patient passed away on (B)(6) 2022. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported right ventricular failure, multiorgan failure and subsequent patient outcome as well as a direct correlation with the device, (B)(6), could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, and the hm3 patient handbook, rev. D, are currently available. Section 1 of this IFU lists death, various forms of organ failure, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.